Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood and charred tissue were observed on the tool jaws. On microscopic inspection, the heater wire on the hot jaw appeared slightly flexed but remained attached to the tip and base. The silicone boot insulation appeared intact. A pre-cautery test was performed with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test. The device produced visible steam and heat during five (5) 10-second activations and shut off when the toggle was released. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle and switch. No residue or contamination was seen. Based on the results of the investigation, and the returned condition of the device, the reported failure intermittent continuity was not confirmed. The analyzed failure material twisted/bent was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they were harvesting vein using the hemo pro device. They had finished dissection and switched to sealing with the hemopro. They were able to seal and cut the first branch, but then the device worked only intermittently. The device would work for about 30 seconds, then not work for about 2 minutes. They hanged out the cord, then the power supply, but there was no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they were harvesting vein using the hemo pro device. They had finished dissection and switched to sealing with the hemopro. They were able to seal and cut the first branch, but then the device worked only intermittently. The device would work for about 30 seconds, then not work for about 2 minutes. They hanged out the cord, then the power supply, but there was no change. A replacement device was used to complete the procedure. The hospital did not report any patient effects.